Event description:
During an endovenous laser ablation procedure in which the vari-lase platinum bright tip fiber was used, the distal fiber tip appeared 'charred' after the procedure was completed and may have separated or malfunctioned. It was reported that there was no impact to the patient as a result. (B)(4).